Event description:
It was reported that the patients right atrial (ra) lead exhibited undersensing and high thresholds. An intervention was completed to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).